Event description:
The customer reported that the insulin pump had problems with the prime and rewind mode. The blood glucose reading at time of the call was 108mg/dl. Troubleshooting was performed. The insulin was squirting out during the priming process. Also, the customer reported experiencing a hypoglycemic episode while she was driving and had a car accident. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a cracked case and was unable to prime during the prime test as a result of a faulty force sensor. However, the device passed the displacement test. Further testing was not performed due to the prime anomaly.